Event description:
It was reported from (B)(6) that the sagittal saw attachment device stopped working and was warming up while being used together with the power module device. It was further reported that the power module had a low charging battery capacity. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: power module device, battery device, (B)(6)2022. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device warming up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a corroded bearing, did not function, and the moving parts did not move smoothly. It was further determined that the device failed pretest for check pins length of handpiece coupling, check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. The assignable root cause was determined to be due to component failure from wear.